Event description:
It was reported that a patient underwent an intradiscal stabilization procedure. During the procedure, the surgeon inserted the pins into the vertebral body as usual, however when the surgeon removed the pins he discovered that they had broken and the tips reamined in the vertebral body and were not able to be removed. The point of breakage is between the valve and the bone. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that after the observation of the parts returned no defect has been identified that would have been responsible for the failure of the part. The failure is consistent with breakage due to over-loading in torsion and bending.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.